Event description:
During omega ti surgery, the surgeon inserted the guide pin into the patient bone for the combo reamer. When the surgeon removed the combo reamer, the guide pin also came off together(in the combo reamer). Therefore, the surgeon tried to press the guide pin in the combo reamer using k-wire owned by the hospital. However, the surgeon has stuck k-wire into his hand.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.